Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair the needle of the expressew iii suture passer w/o hook is jammed in the device and cannot be removed. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: investigation summary ==> according to the information provided, it was reported that the expressew iii suture passer w/o hook is jammed. The complaint device was received and evaluated. Visual inspection confirm that straight jaw was jammed. To test its functionality, a needle was loaded into the device and was tested on a sample rubber strip. The jaw presented problems to tight the rubber strip. In addition, when the trigger was actuated to deploy the needle, there was slight resistance and the deployment was rough, to restore it to the original position, the needle trigger has to be pushed back manually. The device does not function smoothly as reported, confirming this complaint. This device is required to be thoroughly cleaned and properly lubricated/ milked to avoid friction during deployment. The possible root cause for the reported failure can be attributed to lack of maintenance that would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. However, this cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.